Event description:
During a recovery filter removal procedure, the doctor predilated the vessel to 12f. It was noticed that the marker band had migrated/moved halfway up the sheath. It was pulled out and the doctor went in with another dilator and sheath. Reportedly there was not a lot of pressure during the introduction.